Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had low blood glucose events down to 55 mg/dl and high blood glucose as high as 513 mg/dl. The customer treated his low blood glucose with orange juice and suspending the insulin pump, and he treated his high blood glucose via insulin pump boluses. Troubleshooting was declined due to the patient working; the patient is a doctor and he had his own patients to see. No products were returned or replaced.